Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. A pain experienced pocket pain was reported to abbott. It was determined the ipg was repositioned to address the issue. The patient's issue was resolved, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.